Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported seeking medical attention due to hyperglycemia, with blood glucose over 600 mg/dl. The customer stated that prior to the event, she had to urinate excessively. The customer then stated that a nurse had recommended that she change her infusion sets while on the phone. Subsequently, the customer's blood glucose elevated from 192 mg/dl to over 600 mg/dl. The customer further stated that she had given herself a bolus of 25 units of insulin but her blood glucose levels did not drop. The customer stated that at this point, she was having stomach pains and polyuria, which is when she went to her physician's office and was treated. Nothing further was reported.